Event description:
Patient reported " that they have had increasing pain in her chest, radiating to their right arm , which has now become severe. Device rupture was diagnosed by ultrasound. " this record relates to the right side.the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain